Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the device was displaying an e-57 message and was unavailable for use. The caller reported that since she was unable to perform a blood glucose test, she was only applying meal boluses for fear of facing low blood glucose, therefore she corrected with less insulin units than suggested. In the evening at unknown time the patient began to experience elevated blood glucose symptoms. The caller reported that she felt sick and malaise. The patient administered 5 units of insulin and went to the hospital. Upon arrival at the hospital the patient's blood glucose level was 400 mg/dl. The hospital treated the patient with insulin administration through her infusion device. The patient was in the emergency room for several hours, and was discharged with a blood glucose value of 180 mg/dl. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The investigation of the returned device indicated that a software corruption of the meter¿s measurement engine eeprom (u5) caused the e-57 error. The meter is designed to detect this type of failure and present an error to the user to prevent risk to the customer.